Manufacturer narrative:
The customer's reported complaint of the autopulse platform (sn 30638) stopped after performing 3 compressions and displayed an unknown error message. Based on the archive data review and functional testing, the autopulse platform displayed a user advisory (ua) 17 (max motor on time exceeded during active operation) error message. The investigation determined that the root cause of the reported complaint was the failed drivetrain motor, likely attributed to wear and tear. The platform was manufactured in march 2009 and is 15 years old, past the service life of 5 years. During visual inspection, the platform was examined, and multiple cracks in the screw well area of the front and bottom enclosures were observed, unrelated to the reported complaint. This type of physical damage found during visual inspection is characteristic of user mishandling, such as a drop. The front and bottom enclosures were replaced to address the physical damage. The archive data indicated user advisory (ua) 17 (max motor on time exceeded during active operation) during the reported event date, which is related to the customer-reported complaint. The motor was on for too long during active operation. The autopulse did not reach the target depth within the specified time, thus, confirming the customer's reported complaint. The autopulse platform passed the initial functional testing. The load cell characterization test confirmed both cell modules are functioning within the specification. A brake gap inspection was performed and verified within the specification of 0.008." The autopulse platform was further subjected to a run-in test, and the platform failed the testing due to the (ua) 17 error as a result of drivetrain motor failure, thus, confirming the reported complaint. The drivetrain motor was replaced to address the reported complaint. Following service, the autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the autopulse platform with sn (B)(6). The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). Survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was around 10% for patients of any age (mozaffarian, circulation, 2016; ebiomedicine 2023). Death is an expected outcome for ohca.

Event description:
The autopulse platform (sn (B)(6)) was used to resuscitate a 55-year-old female patient (140lb) in cardiac arrest. The cardiac arrest was witnessed and bystander CPR was performed for 10 minutes. The manual CPR was continued by the first responders for another 10 minutes. The crew placed the patient on the autopulse platform, however, it stopped after performing 3 compressions and displayed an unknown error message. The crew immediately switched to manual CPR for 10 minutes during the transport. Return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced dead by an emergency room physician at the medical center. The cause of death known is unknown. Per the reporter, the patient's death was not related to the autopulse platform.